Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a poly exchange was performed due to dislocation.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device shows yellowing of the color and damage to the lock detail and surfaces. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. An evaluation performed by our research lab noted the proximal articulating areas have burnishing due to femoral articulation. The locking mechanism of the insert has damage on both the anterior and posterior lock details. Burnishing and deformation, potentially due to the insert riding on the tibial tray anterior locking mechanism after disassociation, was observed on the distal surface. The ps post has burnishing due to femoral contact in vivo during usage. Based on the examination of the insert the exact reasons for insert disassociation could not be determined. Damage of the distal surface potentially occurred due to the insert riding on the tibial tray after disassociation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.